Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting off. Reportedly, the customer went to the emergency room on (B)(6) 2024 and was subsequently hospitalized due to a blood glucose (bg) level of 703 mg/dl with high ketones. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged 2 days later, (b)((6) 2024 with the issue resolved and no permanent damage. Troubleshooting with tandem technical support indicated that pump battery was depleting normally based on settings and customer usage. Customer continued to use the pump for insulin therapy. Recommendation was made to consult with a healthcare provider regarding diabetes management.